Event description:
Information received by medtronic indicated that insulin pump had broken battery cap. Customer had high and low blood glucose level. The low blood glucose level was in the 60 mg/dl and high was 225 mg/dl. There was no damage to retainer ring. The reservoir was able to lock in place. The insulin pump had cracked battery compartment. Insulin pump was neither dropped nor bumped. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08810 inches. No over delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed 19.425 units of normal bolus was delivered on (B)(6) 2022 between 07:38:56.000 and 11:42:47.000. The insulin pump received with the suspend feature functioning properly. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery cap contact missing, corroded battery tube and missing display window cover. No damaged or missing retainer noted. The p-cap/reservoir does lock properly. Device passed functional testing and no over delivery anomalies noted during testing. Confirmed the suspend feature functioned properly during test. Confirmed battery cap contact missing. No damaged or missing retainer noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.